Event description:
It was reported that the pump was alarming, and the screen displayed no disposable pump will not run. Troubleshooting was performed, but the alarm persisted. Bubbles were observed in the tubing extending across the top of the cassette. A continuous infusion rate of 2.2 ml/hour had been programmed, with a total reservoir volume of 90.0 ml, of which 56.5 ml had been delivered. The medication used was 5-fu. The event occurred while the pump was in use with a patient

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.